Manufacturer narrative:
During endoscopy procedures, biopsied polyps are getting stuck in the suction canister and not getting trapped appropriately in the medivators dual-chamber polyp trap. There is risk of contaminated polyp, tissue specimens. Medivators sales representative reported this complaint. It was reported that tubing and connections of the polyp trap and suction devices were appropriate. There was no information provided regarding the pressure being used during the procedure. The polyp getting stuck in the suction canister was reported as a sporadic issue. There have been no reports of misplacement or loss of biopsied polyps at this facility. There has been no reported patient illness or injury as a result. This complaint will continue to be maintained in medivators complaint system.

Event description:
During endoscopy procedures, biopsied polyps are getting stuck in the suction canister and not getting trapped appropriately in the medivators dual-chamber polyp trap. There is risk of contaminated polyp, tissue specimens.